Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a rf circuitry anomaly which resulted in the reported premature battery depletion.